Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage was noted. The physician opened the 2.75x16mm liberte' stent and found strut damage. The procedure was completed with another 2.75x16mm liberte' stent. No patient complications occurred. Patient status is satisfactory.